Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was above 20 mmol/l at the time of incident and current blood glucose level was 24.7 mmol/l. The customer¿s other blood glucose levels were 22.9 mmol/l and down to 13 mmol/l. Customer¿s also reported that the insulin pump was not working. The customer provides details on symptoms related to the high blood glucose level episodes such as positive results in ketones test, nausea, vomiting, abdominal pain and difficulty in breathing. Customer treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleging insulin pump was under delivering. Customer was assisted with performing the high pressure test and the test passed and repeated high pressure test and the test also passed. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.